Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. In-clinic lead assessment and programming changes were suggested; no changes or intervention were reported. The patient condition was not known.